Event description:
It was reported that during a coronary stent procedure, the physician attempted to remove the delivery system and stent. The stent detached from the delivery system as it was being retracted into the guiding catheter. No attempt was made to retrieve the stent. The pt status is listed as "stable".